Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting using the coolsculpting elite system to the upper abdomen on (B)(6) 2023 and (B)(6) 2023 using the c120 applicator and presented with paradoxical adipose hyperplasia (pah/ph) four months after the first treatment.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated to the abdomen with coolsculpting using the coolsculpting® elite system applicator and may have developed (pah/ph) after treatment.